Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had triggered a lead safety switch (lss) due high out-of-range pace impedance measurements greater than 3,000 ohms. This lead exhibited a sudden increase in pace impedance measurements, noise with oversensing, and pacing inhibition with less than two seconds of asystole. Further lead testing revealed high out-of-range pace impedance measurements in both unipolar and bipolar configurations, with no capture in bipolar. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.